Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an increase in heart rate, in the mid to high 90s even at rest, since his pacemaker implant. The device remains implanted. No patient complications have been reported as a result of this event.